Event description:
It has been reported to philips that no c-arm movements were possible. This resulted in the delay in starting an exam. The patient had to be moved to another system. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, a neurovascular planned treatment procedure was performed when the issue happened, and procedure was delayed, and it completed by manually moving the patient¿s extremity to compensate for the loss of c-arm manipulation. A philips field service engineer (fse) examined the system onsite and confirmed the c arm movement were giving error in geo module. Upon troubleshooting fse found that the luc board and clea extension board, control rack, mvr high power unit in the r-cabinet was failed in the geo module. The cause of the clea ext board, mvr hp and control rack cv failure could not be conclusively determined by the supplier's part analysis. To resolve the issue, fse replaced the luc board and clea extension board, control rack, mvr high power unit and geo module. After replacement of the luc board, clea extension board, control rack, mvr high power unit and geo module, the system returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.